Event description:
It was reported that during transport the ventilator shut down with an audible alarm while on a patient. The customer was unable to reset and turn the ventilator back on after the reported incident. The patient was bagged and then placed on a back-up ventilator. No reported harm to the patient.